Event description:
It was reported that dr. (B)(6) saw a patient in his office because of a ceramic-on-ceramic hip replacement that was done on (B)(6) 2010. Now the patient has came in with an audible squeak and audible clunk. Dr. (B)(6) is looking to revise this patient in mid (B)(6) 2018.

Event description:
It was reported that (B)(6) saw a patient in his office because of a ceramic-on-ceramic hip replacement that was done on (B)(6) 2010. The patient had came in with an audible squeek and audible clunk. (B)(6) revised this patient on (B)(6) 2018. This case was revised to a oxinum head and poly.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that dr. Perry saw a patient in his office because of a ceramic-on-ceramic hip replacement that was done on (B)(6) 2010. The patient has came in with an audible squeek and audible clunk. Dr. Perry is looking to revise this patient in (B)(6) 2018.